Manufacturer narrative:
The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized after experiencing low blood glucose (bg) levels between 35-40 (mg/dl). Reportedly, the customer changed supplies and site prior to event. The customer had changed the site because of an elevated bg with no specific value. Customer saw insulin drops during fill tubing when the pump stopped; the customer then went through the fill process again. During troubleshooting with tandem technical support, a review of the load history showed that customer performed fill tubing process while connected, going through 241 units. While hospitalized, customer was treated with glucose drip and doctors "flushed" their system to get rid of excess insulin. Customer was released a few hours later; however, they were given a lantus injection while being transported home which result in another low bg. Customer was taken back to the hospital with a bg of 25 (mg/dl) and was treated with a glucose drip and food. Customer was released two days later.